Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the tubing is pulling out of the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model: 24301-0007t because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the as lvp ss bag 20d low sorb ss tex 0.2m tubing separated from the drip chamber. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "tubing pulling coming out of drip chamber".

Manufacturer narrative:
This supplemental is being filed as a correction to the original MDR that was filed as serious injury and should have been malfunction.

Event description:
None received. Material #: 24301-0007t. Batch/ lot #: 20095607. It was reported that the tubing is pulling out of the drip chamber . Verbatim: tubing pulling coming out of drip chamber.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp ss bag 20d low sorb ss tex 0.2m tubing separated from the drip chamber. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "tubing pulling coming out of drip chamber".